Event description:
Pt had cataract surgery with implantation of morcher 96f ring and pupilloplasty in 2008; surgery was uneventful and recovery good (right eye). Pt presented in 2009, with a retinal detachment right eye; both myself and the consulting retina surgeon do not feel the use of the device in related to the subsequent retinal detachment. Od retinal detachment.